Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was not returned to the regional service center for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the workstation had smoke and spark when it was powered on, during set-up/inspection for use. It was wet both inside and outside as the solution flowed to the device from an incorrectly installed dosing tube of the irrigation pump. There were no reports of patient involvement.